Manufacturer narrative:
The customer did not supply the patient demographics such as age, date of birth, sex and weight. (B)(6). The cause of this event is related to two successive use errors as the customer did not install the aspirate probe tubing properly during weekly maintenance. This use error of improperly installing the aspirate probe tubing caused two instances of non-reproducible access tni+3 results. These events are addressed in MDR 2122870-2016-00224 and MDR 2122870-2016-00225. As the customer corrected the routing of the tubing, they inadvertently broke a probe which caused a leak within the instrument. A beckman coulter field service engineer (fse) was dispatched on april 3, 2016 to replace the broken probe. The fse replaced the probe and cleaned the wash carousel externally. On (B)(6) 2016 the customer obtained a non-reproducible access accutni+3 result. This report addresses this event. The fse returned to the customer's site to evaluate the instrument. The fse noted crystalized wash buffer inside the wash carousel. This would impede free movement of reaction vessels (rvs) in and out of the wash carousel; thus causing splashing of rv's content and generating un-reproducible and inaccurate results. The fse cleaned the wash carousel and associated parts. After this service, system check, high sensitivity system check and precision runs met specifications. The cause of this event is use error as the customer did not install the aspirate probe tubing properly and caused a leak within the instrument. The fse did not sufficiently clean the instrument of the wash buffer and crystallization of the wash buffer inside wash carousel occurred. This would impede free movement of reaction vessels (rvs) in and out of the wash carousel thus causing splashing inside rv and generating elevated and un-reproducible troponin results. (B)(4). All mdrs associated with this report are: 2122870-2016-00224, 2122870-2016-00225, 2122870-2016-00226.

Event description:
The customer reported obtaining non-reproducible elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the patient sample two (2) additional times on the same access 2 immunoassay system, and obtained lower results within the assay's normal reference range. The elevated access accutni+3 result was released from the laboratory. The patient was admitted to the coronary care unit. This MDR addresses the results obtained for a third patient on (B)(6) 2016. Report 2122870-2016-00224 addresses the results obtained for a first patient on (B)(6) 2016. Report 2122870-2016-00225 addresses the results obtained for a second patient on (B)(6) 2016. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a serum tube and was centrifuged at 3,000g (g-force) for ten (10) minutes at 15 to 25 degrees celsius. No issues with sample integrity were reported by the customer.